Event description:
It was reported that inappropriate automatic mode switch episodes due to oversensing was observed. During the review of stored electrograms low level, high frequency noise that was inhibiting pacing and counting toward inappropriate ams were also noted. No programming changes were made at the time. The patient was reported to be asymptomatic. Patient was scheduled to come into clinic.